Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having blood glucose of 253 to 369 mg/dl. Customer also indicated that they were hospitalized for low blood glucose, but did not provide the blood glucose level. Troubleshooting found that the pump alarmed battery out limit and assisted customer with the pump. Customer was advised to change out the entire set, reservoir and insulin and treat per their doctor's instruction. The customer was advised to call back when the tubing clamp was received for further troubleshooting and to perform the high pressure test.